Event description:
It was reported that the implant was revised due to tibiofemoral instability. The implant will not be returned for this investigation. The implant's lot number was not provided.

Manufacturer narrative:
The implant has not been returned for this investigation. With the information provided no conclusion regarding the instability can be determined. The lot number of the implant has not been provided.